Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) alarmed a gas leak.. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported gas leak alarm. Additionally, upon reviewing the unit's logs, no leaks were found. Unrelated to the reported issue at hand, the fse found no issue in relation to the damaged power cord reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) alarmed a gas leak. No patient harm, serious injury or adverse event was reported.